Event description:
It was reported that a patient underwent a cardiac procedure on an unknown date and suture was used. It is possible that a needle was left inside the patient. Additional information was requested.

Manufacturer narrative:
(B)(4) - possible retained needle. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.